Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: futther information was provided in relation to the impact to the patient; patient could only benefit from an l4/l5 recalibration, l2/l3 recalibration not carried out when a 2-level recalibration was planned and cancellation of the next patient who was also to be recalibrated under endoscopy. The system was used as usual for this spinal procedure, following the lab's guidelines when training the spine for both ibos/ibodes and surgeons. The exact failure of the console was confirmed as no more suction at the arthropump + no more cutting or coagulation at the vapr. It was confirmed that all the consumables were changed several times and reset correctly under the surgeon's instructions without success. Other arthroscopic columns were available, but the surgeon wanted nothing other than the depuy synthes column on loan.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products; unk - generator device, fms vue ii pump-shaver box device, 5/2/2024 (510k), this report is for an unknown electrode device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 3 of 3 for (B)(4). It was reported by the healthcare professional in france that during an unspecified surgical procedure on (B)(6) 2024 for bilateral lumber recalibration in the context of lumbar stenosis the fms vue ii pump-shaver box device while in use with a generator device and electrode device had a lack of aspiration, coagulation and ablation(vapr) and the malfunction of the endosopy equipment prevented achievement of the l2-l3 level. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.